Event description:
It was reported that the patient received 28 shocks over a weekend during a ventricular tachycardia (vt) / ventricular fibrillation (vf) storm. One of the shocks had a charge timeout, so the shock was not delivered. Eventually redetection occurred and a shock was successfully delivered. External cardio-pulmonary resuscitation was required while the patient was in vt. A device change out is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, lead, implanted (B)(6) 2010. (B)(4).